Event description:
During a left total hip procedure surgeon requested a 36mm v40 +5 lfit head - upon opening the box it was noticed that the internal packaging had what appeared to be a crack in it (internal compartment where head is sealed - no damage to outer box or outer packaging) sterility was questioned as a result and a different head was used to complete the surgery without any delay or complications.

Manufacturer narrative:
An event regarding a packaging issue involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned for evaluation, however, an image was provided. From the image it is noted that a piece of the blister has cracked and got stuck to the tyvek lid. Medical records received and evaluation: the event is not related to patient factors. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other events for this lot. Conclusions: the provided image confirmed the reported event. However, the state of the outer packaging was not provided. The root cause could not be determined as the device was not returned. No further investigation is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During a left total hip procedure, surgeon requested a 36mm v40 +5 lfit head - upon opening the box, it was noticed that the internal packaging had what appeared to be a crack in it (internal compartment where head is sealed - no damage to outer box or outer packaging) sterility was questioned as a result and a different head was used to complete the surgery without any delay or complications.

Manufacturer narrative:
Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Hospital disposed of head and packaging.